Event description:
The patient started to complain of symptom return on the left side of her body. The patient experienced her parkinson¿s disease symptoms returning back; including rigidity and tremor. On enquiring about history of any accidents, the patient informed that she had a fall approximately six months earlier. Once the patient started complaining of no effect on the left of the body, she was called for a follow up. The ins was implanted on (B)(6) 2012. The follow up revealed high impedances on the right stn. Diagnostic testing and troubleshooting was performed. An x-ray was taken to see for any visual lead/extension fracture. Interchange of the extension cables in the implantable neurostimulator (ins) socket. Interchange of the lead connections with the extensions. Replacement of the ins was taken which resolved the issue. The patient was doing well now and has experienced decrease in parkinson¿s disease symptoms. The device was with the patient¿s relatives and they don¿t intend to return it to the device manufacturer. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). The implant date provided by the reporter was before the manufacturer date of the device. Follow up is being conducted to address the discrepancy.

Event description:
The company representative clarified that the original implant date reported was an approximate date provided by the patient. The implanting center confirmed that the date of implant was (B)(6) 2012.